Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-oct-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen at 1800 mcg/day via an implantable pump. The healthcare provider reported the patient has experienced gradual increase in pain and spasticity, starting about one year ago. At last refill, hcp aspirated 12 ml from pump when a 3 ml residual volume was expected. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the healthcare provider has continued to increase the pump dose with no relief reported by the patient. The actions and interventions taken to resolve the issue was the patient was scheduled for a catheter revision and pump replacement due to eri (elective replacement indicator) on (B)(6) 2021. Surgical intervention did not occur but was planned and schedule for (B)(6)20201. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709, lot/serial# (B)(6), implanted: (B)(6) 1998, explanted: product type catheter. H3: evaluation of implantable catheter serial number (B)(6), revealed no significant anomalies. The catheter was returned incomplete, in segments, and passed all functional testing in the lab. Evaluation of implantable pump serial number (B)(6) revealed no anomalies. The returned pump passed all functional testing in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned for analysis.